Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/11/2018. (B)(4) - surgical intervention. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Doi:10.1016/s1010-7940(03)00018-6. (B)(4).

Event description:
It was reported via journal article: "title: single running suture ¿ the new standard technique for bronchial" anastomoses in lung transplantation. Authors : c. Aigner, p. Jaksch, g. Seebacher, p. Neuhauser, g. Marta, w. Wisser, w. Klepetko doi:10.1016/s1010-7940(03)00018-6. The aim of this retrospective study is to assess the results of a single running suture technique for bronchial anastomoses in lung transplantation. Between jan1999 and dec2001, 154 lung transplantations were performed in 141 patients using single running sutures for bronchial anastomosis. The bronchus was anastomosed using double armed 4/0 pds sutures starting at one end of the cartilaginous part and going over the membranous portion in the established single running suture technique and then using the same single running suture for the anterior cartilaginous part. In lobar and split transplantation, 5/0 pds sutures were utilized in anastomosis. A total of two hundred and thirty four anastomoses were subjected for examination. Postoperatively, 228 anastomoses showed excellent primary healing. In 2 anastomoses, small healing defects was observe which did not require intervention. There were 2 patients who had bronchial healing problems which required intraluminal stenting. The first patient developed cicatricial stenosis of the right main bronchus which was treated with balloon dilatation and had restenosis 4 weeks after the first intervention, redilatation was performed and a 10 mm silicon t-stent was inserted in the main bronchus. The second patient also showed a floating prominent granulomatous structure at the medial part of the right bronchial anastomosis, which partially occluded the intrabronchial lumen on bronchoscopy which was treated with conventional 10 mm silicone stent was inserted to obtain a sufficient intrabronchial lumen. The simplicity of the method makes it easy use, even when a small anterolateral thoracotomy is used for operative access. In addition to this, less suture material is needed and less tissue irritation is caused by knots resulting in potentially reduced influence on microcirculation. The authors conclude that the single running suture technique with monofilament sutures used for bronchial anastomosis in lung transplantation provides optimal results with regards to early and long-term bronchial healing.